Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-02689 and #3005099803-2012-02690 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on or about (B)(6), 2010, during an anterior and posterior colporrhaphy with mesh, sacrospinous ligament fixation, transobturator sling and cystoscopy. The procedure was intended to treat a grade iii cystocele, grade ii-iii rectocele, vaginal vault prolapse and stress urinary incontinence. On (B)(6) 2010, the foley catheter and vaginal packing were removed, and the patient was unable to void spontaneously and was therefore kept overnight to undergo straight catheterization every six hours. On (B)(6), 2010, the patient was able to void spontaneously and was discharged with instructions to follow up in the urology clinic in one to two weeks. On (B)(6), 2010, the patient went to the implanting physician's office in a wheelchair, complaining of difficulty urinating and constipation, which she attributed to being unable to sit on the toilet without extreme pain. She also presented with pain down her left leg with numbness just posterior to her groin with a tingling sensation below that on the left leg. The patient was evaluated by an apn, who diagnosed sciatic pain and administered an injection of decadron im and prescribed a medrol dosepak, amrix, a muscle relaxant, for pain and magnesium citrate for constipation. The patient was sent to the urology department for a straight catheter insertion which yielded 314 milliliters of urine. On (B)(6), 2010, the patient went to the emergency room with difficulty urinating and constipation. An indwelling foley catheter was placed with a return of 400 milliliters of urine. During that visit she noted that she had a past medical history of sciatica and that her sciatic nerve was "now inflamed." She was diagnosed with acute abdominal pain and urinary retention, and discharged with a foley catheter in place and prescriptions for vicodin, valium and flomax. On (B)(6), 2010, the patient presented to the implanting physician with continuing left gluteal discomfort and inner thigh numbness. She denied any stress urinary incontinence and reported a continuous, moderate urinary stream without a complete emptying sensation. She was instructed to return to the urology clinic in one month for her genitourinary examination. The physician advised that if she is still having significant gluteal pain at that time, she might undergo a revision of the posterior repair with release of the left sacrospinous ligament suture. On (B)(6), 2010, the patient called the implanting physician complaining of persistent pain and requested to proceed with a surgical revision. On (B)(6), 2010, the patient underwent a revision of the posterior vaginal graft by this physician. The mesh leg placed in the left sacrospinous ligament was cut, releasing the tension. A small area of mesh was then trimmed and removed but good posterior vaginal support was preserved. On (B)(6), 2010, the patient went to a second physician for pain management. This physician noted that the patient had pain in the inner aspect of her left groin and in the posterior aspect of her lower extremity. She also had numbness in the thigh and public area, with pain traveling into the posterior aspect of the thigh, along with a numbness sensation. The patient was noted to be unable to fully bear weight in her lower extremity due to the pain. Standing and walking increased her symptoms. The physician recommended an epidural selective nerve root injection. On (B)(6), 2010, the patient presented to the implanting physician with continued left gluteal pain and left thigh numbness. She was instructed to remain on restrictions and return to the urology clinic in two weeks for her genitourinary examination. Once cleared, she could undergo physical therapy and rehabilitation with manipulation of her lower spine. On (B)(6), 2011, the patient went to the implanting physician complaining of intermittent left gluteal pain and numbness, and mild stress urinary incontinence. A genitourinary examination revealed a well-healed anterior and posterior vaginal incision and no evidence of mesh erosion or infection. She was released from all restrictions and instructed to return to the urology clinic in three months. On (B)(6), 2011, the patient went to a third physician, complaining of continued severe pain in the left buttock, radiating to the knee with numbness in the inner thigh. In addition, she complained of pressure in the lower abdomen, heaviness or dullness in the pelvic area, incomplete bladder emptying, feeling the need to strain to have a bowel movement, the feeling of not emptying her bowel completely, frequent urination, urinary incontinence, urinary urgency and dyspareunia. Upon examination, the physician noted that she had erosion of the anterior vaginal wall, and the tot sling was twisted and not lying flat and the patient had tenderness on the left apex producing pain in the left buttocks/rectum. In addition, the patient had mesh exposure at the apex of the vagina. The physician recommended she undergo a stage procedure with vaginal mesh revision/removal and sling revision with second stage suburethral sling tvt versus autologous sling. On (B)(6), 2011, the patient was seen by a forth physician to determine the etiology of the left leg and thigh symptoms. After a thorough evaluation, the physician opined that she had left sciatic neuropathy, likely compression in origin, and left obturator neuropathy, possibly from the surgical procedure. The physician recommended emg nerve conduction studies to further evaluate. On (B)(6), 2011, the patient returned to the third physician, complaining of sciatic pain and requesting to proceed with the surgical removal of her exposed vaginal mesh, followed by a staged anti-incontinence procedure if indicated. On (B)(6), 2011, the patient underwent a vaginal mesh revision/removal, anterior and posterior repair, enterocele repair and cystoscopy by this physician for the mesh erosion, pelvic pain, sciatica and enterocele and cystocele. During the procedure, apical mesh erosion with granulation tissue at the cervix was noted. On (B)(6), 2011, the patient returned to the third physician for a post-operative visit and voiding trial. The patient noted that she was getting the feeling back in her left leg and was walking better with less pain. On (B)(6), 2011, the patient had another post-operative appointment, where she reported that she continued to experience some urinary urgency but no stress leakage. The feeling in her left groin had returned and the physician opined she was ready for intercourse and exercise. On (B)(6), 2011, the patient returned to this physician complaining of urgency leakage and stress incontinence. The physician recommended she perform kegel exercises. On (B)(6), 2011, the patient went to a fifth physician, complaining of abdominal discomfort, difficulty urinating, pain with sexual activity and a sensation that her bladder had dropped. The physician noted an atrophic vagina and a recurrent cystocele. A urine culture was positive for an enterococcus infection and the patient was treated with antibiotics. On (B)(6), 2011, the patient returned to the third physician complaining of two urinary tract infections since (B)(6), and that her bladder was "falling out of her body now." The physician noted that the patient's urinary leakage was better; however, she had to reposition herself to completely empty her bladder, and intercourse was still painful. On (B)(6), 2011, the patient returned, complaining of a vaginal bulge and the inability to completely empty her bladder. The physician recommended a da vinci supracervical hysterectomy/sacrocolpopexy and discussed non-mesh based suspension options, including uterosacral suspension, with anterior repair, with versus without hysterectomy. On (B)(6), 2011, this physician performed a cystoscopy and urodynamic testing. He recommended a supracervical hysterectomy, sacrocolpopexy and suburethral sling. On (B)(6), 2011, the patient was diagnosed with and treated for a urinary tract infection. On (B)(6) 2011, the patient underwent a davinci robotic supracervical hysterectomy and sacrocolpopexy and suburethral sling and cystoscopy procedure, secondary to stage iii uterovaginal prolapse, urodynamic stress incontinence, and chronic urinary tract infections. Mesh from the vaginal area was sent to pathology for gross only. The patient was discharged home with a foley catheter in place. On (B)(6), 2011, the patients complained of sharp pains in her lower abdomen and lower back, and thought it felt like a urinary tract infection (uti). The patient failed her voiding trial and the foley catheter was left in place. Antibiotics were given for the possible uti. On (B)(6), 2011, the patient failed a voiding trial and returned home with an indwelling foley catheter. On (B)(6), 2011, the patient returned for a follow-up and the foley catheter was replaced with a spicket. The incision above the umbilicus and left-hand side was slightly red and draining a small amount of yellowish fluid. She was diagnosed with incisional cellulitis and urinary retention. On (B)(6), 2011, the third physician performed a sling revision and cystoscopy secondary to urinary retention. The patient returned home with a foley catheter in place. On (B)(6), 2011, the patient failed a voiding trial and returned home with an indwelling foley catheter. On (B)(6), 2011; (B)(6), 2012; and (B)(6), 2012, the patient failed a voiding trial and the foley catheter was reinserted. A sixth physician performed urodynamic studies and a gynecological ultrasonography, and recommended pelvic floor physiotherapy for training. On (B)(6), 2012, the patient returned to the third physician, who believed she may be candidate for a trial of interstim neuromuscular bladder stimulator to address her voiding dysfunction. It was planned that if the patient showed no improvement in her voiding dysfunction after another three weeks of physical therapy, he would review this option with her. On (B)(6), 2012, the third physician removed the tot sling as well as scar tissue. On (B)(6), 2012, the patient underwent bilateral interstim stage I and stage ii procedures secondary to continued refractory urinary retention. The patient is continuing to undergo physical therapy and biofeedback two to three times per week for valsalva voiding, and must straight catheterize herself about four times per day. The patient suffers from repeated urinary tract infections, continuous pelvic and low back discomfort, and her left buttock remains numb. Sexual relations continue to be very painful. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.